Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of fluid and particulates found within the cassette compartment. An accelerated stress test (ast) was performed on the cycler and failed due to a fluid leak that was found during the removal of the cassette. Failure was due to loosen motor plungers causing the cassette to tear. During the ast, the drive speed for the motors was set to 140 and the normal operation drive speed during treatment for the motors is 80. An as-received treatment was performed and passed with no issues. No leaks occurred during normal operation conditions as used by the patient. The cycler underwent and passed a positional alignment of mushroom head check and a teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported condition was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that this event occured in the training facility on a dummy trainee. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.